Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient expired. The patient was in ccu in asystole, being a dnr and was requested to switch off all therapies. In the meantime, the patient received two inappropriate shocks for vf. Egm showed noise on the ventricular lead. There were no procedures nor CPR was performed. Upon review of the egm, it was difficult to discern any lead noise when the patient is in vf and/or an agonal rhythm. No further information is available.